Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer's blood glucose was 410 mg/dl. Customer stated that she does not have a back-up plan. Customer stated that the alarm just occurred and the alarm occurred during bolus. Customer stated that the alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that the insulin did exit after performing a 5.0 unit fixed prime. It was explained that it may be a possible site related issue. Customer stated that she is unable to remove the set. Customer was advised to do a set change as soon as possible. Customer stated that she will change the set.